Event description:
Affiliate reports that the tip of the needle broke off as the device was being inserted during a vertebral body augmentation procedure. It was reported that the patient's bone quality was very hard and breakage appears to have occurred when the surgeon removed the needle to reposition it in the pedicle. The broken tip remains in the patient's pedicle. The remaining section of the needle was discarded by the customer. There were no adverse consequences to the patient. As a section of the device remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. However, the patent is reported to have had hard bone which made it difficult to insert the needle. Based upon the information that was provided, it appears that the breakage of the needle may have been related to the application of atypical force upon the device during insertion. At this time, the complaint is considered to be closed.